Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her pump was freezing up, making a constant tone, and giving unexpected restart and button error alarms. The customer's blood glucose was 106 mg/dl. She was advised to discontinue use of the insulin pump and revert to a back-up plan.